Manufacturer narrative:
Submit date: 6/2/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the catheter came out from the tunnel and a leak was observed under the v (hub-bifurcate).

Manufacturer narrative:
Although the customer could not confirm the lot in question, the facility received product only for the lot number 1525200107, therefore a device history record (DHR) review was performed for this lot. A device history review revealed no discrepancies that may have contributed to a complaint of these failure modes. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for analysis, however one photo was provided by the customer. Visual evaluation of this photo was performed and it revealed a catheter inside the patient body, it could be observed that the catheter came out from the patient body based on the location of the cuff; however no visible defects for the cuff or visible leaks of the catheter could be determined with this image. Based on the photo evaluation the catheter evidenced prolonged usage and cuff wear, therefore it is concluded that this catheter was used and therefore functioned as intended for an undetermined amount of time. It could have most likely been damaged during this time since it could be exposed to a number of factors including jerking motion, cleaning agents and force that could drive to cuff degradation and catheter migration. Based on the available information, it is not possible to establish the source of the reported event to determine if this failure is manufacturing related. As per the instructions for use, the customer has to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, or cuts which could impair its performance. Do not use acetone on any part of the catheter. Aqueous-based povidone iodine, exsept, hibiclens (chlorohexidine), amukin 50%, hydrogen peroxide, neosporin antibiotic ointment, bacitracin ointment, bactroban cream, isopropyl alcohol 70%, chloraprep can be used. Inter-mixing of these solutions has not been tested and is not recommended. The photo evaluation revealed that no defective conditions related to the complaint description were identified. It is possible that blood residue may have been confused with leaking. Blood residue could be caused by the dialysis treatment or other patient conditions. Based on the available information, the device functioned as intended for an undetermined amount of time and this defect was not identified prior to use; therefore it can be concluded that the product was manufactured according to specifications and functioned as intended, and a cause could not be related to manufacturing activities.

Event description:
It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.